Manufacturer narrative:
(B)(4). Describe event or problem - additional. Describe event or problem - correction "the root cause was determined to be potential patient misuse." Device availability- additional. Additional information/device evaluation/correction. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The root cause was the patient closed the mobile app. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. Previously, data was provided for evaluation. The reported event of loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be potential patient misuse. No additional event information is available.